Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port had been in place for approximately four and a half years and used with no problems when the port was accessed to administer IV contrast for a CT ivp and the patient felt pain. It was also reported that the nurses noticed slight swelling at the port site during injection of the contrast. A port-a-gram was performed and showed a fracture of the catheter with the contrast extravasation around the tubing closest to the port. The port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport ti low profile with suture plugs was received for evaluation. Visual and microscopic inspection noted a partial circumferential break 1mm distal to the cath-lock. The type of break could not be determined, therefore, the investigation is confirmed for the alleged subcutaneous leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port had been in place for approximately four and a half years and used with no problems when the port was accessed to administer IV contrast for a CT ivp and the patient felt pain. It was also reported that the nurses noticed slight swelling at the port site during injection of the contrast. A port-a-gram was performed and showed a fracture of the catheter with the contrast extravasation around the tubing closest to the port. The port was removed and replaced. There was no reported patient injury.